Manufacturer narrative:
The investigation determined the issue to be consistent with a pre-analytical handling issue.

Event description:
There was an allegation of questionable elecsys anti-tpo results for 2 patient samples on a cobas e 801 analytical unit. Sample 1: the initial result was <9 iu/ml. The sample was repeated and the result was 39 iu/ml. The sample was repeated again and the result was <9 iu/ml. Sample 2: the initial result was <9 iu/ml. The sample was repeated and the result was approximately 40 iu/ml. The sample was repeated again and the result was <9 iu/ml. It is unknown if the questionable results were reported outside of the laboratory. The reagent lot number was 624315. The expiration date was not provided.

Manufacturer narrative:
The customer's calibration results were ok. Level 2 qc values were ok but qc values for level 1 were not provided. The initial result was taken from "hitachi sample cups" while the second and third results were taken from "sample cups." Based on the data provided, there was no indication of a reagent issue. The investigation is ongoing.